Event description:
The patient was revised to address a painful tibia with a loose tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed loosening of the tibial component. The records also indicate the patient was obese. Obesity imposes severe loading on the affected extremity significantly increasing wear and the likelihood of early failure, including loosening , of one or more of the components. The surgeon also noted that he heated up the cement for quick setting. It is possible that the exothermic response can affect the bone it comes in contact with and cause necrosis if the cement is too hot. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.